Event description:
On (B)(6) 2012, the health care provider (hcp) performed a dye study and rotor study as the patient was still having pain. There were no issues found at that time. On (B)(6) 2012 the patient suffered "respiratory failure". CPR was administered and the patient was transported to the emergency room (ER). The patient was seen on by the hcp (B)(6) 2012 and drug was aspirated from the pump at which time the volume discrepancy was discovered. Actual residual volume was less than the expected residual volume. Arv was 4ml and erv was 14ml. No previous discrepancies were reported. The pump was filled with saline and set to minimum rate mode. The patient was being treated with oral meds and they planned to explant the pump. The hcp indicated the patient was "traumatized" by the event. Additional information has been requested; a follow-up report will be sent if information becomes available.

Event description:
Additional information received confirmed that the patient went into respiratory arrest at home and was resuscitated in the emergency room (ER). As previously reported the patient received narcan drip in the intensive care unit (ICU) and then the pump was shut-off and filled with saline for withdrawal management. The cause of the event was due to pump failure. The patient outcome was reported as serious life threatening injury, however it was unclear as it was indicated that the patient recovered with and without sequelae.

Event description:
Additional information received reported the pump was delivering more medication than it was supposed to for a few months before (B)(6) 2012. No alarms were heard during this time. The previously reported event on (B)(6) 2012 was caused by an overdose. The patient spent three days in the intensive care unit (ICU) for three days where he received narcan drip and was given withdrawal management. It was noted the pump emptied too fast. The patient has sores and scars on his les from where the medication from the pump was leaking out of his pores. It was noted the patient could smell the medication during that time. The pump had been off for the past three months as of the date of this report. The patient lost 40 pounds during the time when the pump was 'acting up' and has sense gained some of that weight back. The patient still had the pump implanted and was informed by a health care professional (hcp) that he had to see a psychiatrist before 'next steps can be taken.' The patient went for a refill on approximately (B)(6) 2012 and was sweating and vomiting. The hcp tried to remove the medication to refill at that time, but the pump was empty. The device system was being used to deliver dilaudid, bupivicaine, and baclofen.

Event description:
Additional information: it was later reported that the device was explanted; there was no patient death as a result of the event. Patient status was not known.

Manufacturer narrative:
(B)(4)

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4).

Event description:
Additional information was received and it was reported that the pump had been overdosing the patient for months prior to the overdose event. The patient had a "spinal cord stroke" a few months to 6 months before the overdose event. The patient was told it was in his c6 area and it "messed up" his left side and his left hand. The patient received no explanation for the stroke. Whenever the pump was overdosing the patient and "doing its thing" he was going to a physician and they were trying to figure out what was going on. The patient told the physician that it was the pump. The patient started breaking out with sores on his legs, just on the thighs, just on the front; "these symptoms started since it all started about a few months to 6 months before the overdose event on (B)(6). The physician had checked everything under fluoroscope and said everything looked good; there were no leaks in the catheter. When the patient would get an overdose of medication, it would hit him; he would go numb from the chest down, couldn't breathe, and felt like he was going to pass out. The patient had had many instances of overdose. The patient felt that the problems with the overdose began when he had the stroke. The day the patient had the stroke, he was getting out of his care and "man it hit me and I couldn't feel nothing from my chest down, I couldn't move either one of my hands, and it went on for 3 or 4 months". The patient finally saw a neurologist and had tests which showed he had a stroke. The "episodes kept happening" and the patient he had to sleep in a chair with a baby monitor so his family could hear if he was breathing. Additional information was received and it was reported that the patient thought that the pump caused him to have his "spinal cord stroke" as the patient was having the same symptoms of numbness and couldn't breathe and there was no explanation for the patient.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Catheter model # 8731, serial # (B)(4), implanted on: (B)(6) 2004, explanted on: unknown. (B)(4).

Manufacturer narrative:
(B)(4). Analysis results were not available at the time of this report. A follow-up report will be sent when analysis is completed.

Manufacturer narrative:
Analysis of the pump revealed deformed pump tube and overinfusion due to insufficient pump tube occlusion. The complaint indicated an overdose along with volume discrepancies; overinfusion was confirmed in the lab. Dispense testing showed an atypical graph and further dispense accuracy testing shoed repeatable overinfusion. X-rays were taken to show the roller position before stop pump testing was to proceed. At the stop position the pump should not be dispensing fluid but it was noted when the pump was programmed to stop fluid was still flowing indicating that fluid was leaking past remaining rollers that were compressing the pump tube. Upon destructive analysis it was discovered the pump tube had been discolored and hardened with loss of elasticity. It was concluded a combination of mechanical and chemical stresses may have contributed to the change in the cross section of the tube.

Event description:
It was later reported that following the ER event and pump replacement the patient fully recovered with no injury or temporary/permanent impairment. It was noted that there were no issues after the pump was replaced. It was reported that the patient resumed effective therapy.